Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-03388. It was reported the patient experienced uncomfortable stimulation from the scs system. The patient states she feels a grabbing sensation from the occipital leads when stimulation was turned on. The patient declined reprogramming. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the physician removed the left occipital lead and repositioned it. Effective therapy was restored on the patient's left side. However,the physician attempted to reposition the right lead multiple times, but the patient continued to experience uncomfortable stimulation on the right side. The company representative was able to only reprogram the right occipital lead at subthreshold levels post-operative. However, no other interventions are planned at this time.